Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent bolus express button response due to corroded keypad traces. Device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she was driving and had the insulin pump in her bra when it alarmed button error. No significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.